Manufacturer narrative:
The customer was informed that the device was not repairable, and the customer has been provided with a new device. The device was scrapped by the customer and was not returned. Root cause is unable to be determined. H3 other text : device not returned

Event description:
The customer contacted physio-control to report that their device will not power on.there was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.